Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion was noted at 2.9 cm to 3.9 cm from the distal tip at the s-curve region. The etfe coating was abraded at this location. An internal insulation abrasion was also noted at 4.9 cm to 6.5 cm from the distal tip at the s-curve region. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.